Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 275cc saline breast prosthesis, catalog # 3501640. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. Deflation was confirmed via ultrasound. As a result, the patient underwent explantation and removal of the device on (B)(6) 2018. The replacement device was also a mentor smooth round moderate profile 275cc saline breast prosthesis (catalog # 3501640, lot # 7491528). The breast prostheses inside the patient at the time of the event had lot numbers of 5705502 and 6494857, but it is not known which one of these is the complaint device.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a crease on the posterior aspect. A rent measuring approximately 0.3 cm was discovered within the crease on the posterior aspect. A second rent measuring 17.5 cm was also discovered on the posterior aspect and extends to the anterior. Microscopic examination of the 2nd rent¿s edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the 2nd rent¿s edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. There is no evidence that the issue is related with manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. In the supplemental report submitted 4/1/2018, it was mistakenly omitted that, per additional information received, the date of event was updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/2/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/23/2018, mentor became aware that the date of event was actually (B)(6) 2018. Additionally, the deflation was bilateral. This report addresses the right-side device, s/n:(B)(4). The contralateral device will be reported separately. On 3/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).